Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the alarms sounds are nor heard. The customer¿s blood glucose was 6.5 mmol/l. Customer reports they did not hear beeps when audio volume settings were saved. The self test did not pass. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed hardware low-level failures during the self test and hardware low-level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.